Manufacturer narrative:
Summary device evaluation: the investigation of the returned coil system found the implant returned separated from the pusher with severely stretched coils at the proximal section. The pusher was not returned for evaluation. The investigation found the implant's monofilament at the tie knot showed a tensile break shape at the tip, which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
It was reported that during a splenic embolization procedure, while using a 4fr glide catheter, the coil would not advance out of the glide catheter. Upon retracting the coil, it unintentionally detached halfway in the catheter and partially out of the catheter. The coil was removed with the catheter in its entirety. The procedure outcome was successful. There was no intervention of patient harm. The patient condition is reported as good.

Manufacturer narrative:
A search for non-conformances associated with this part, lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for evaluation but has not yet been returned. If the device is received the investigation will be performed and a supplemental report will be submitted. The instructions for use IFU identifies premature coil detachment as a potential complication associated with use of the device.